Event description:
It is reported that there was no hinge post extension in the box with the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.